Manufacturer narrative:
An ortho clinical diagnostics quality engineer reviewed test data for an investigation for increased quality control calibration failure for vitros anti-hbs (ahbs) reagent lot 8940. The assignable cause for the unexpected positive vitros anti-hbs result could not be determined. The investigative test event produced a valid calibration and acceptable quality control results indicating acceptable vitros anti-hbs reagent lot 8940 performance. However, ortho has opened a current investigation for investigation for increased calibration failures and both higher and lower than expected quality control results for multiple vitros anti-hbs reagent lots. No performance precision testing that would verify the vitros eci immunodiagnostic system was performing as intended was performed, therefore, it was not possible to rule out the vitros eci immunodiagnostic system as contributing to the event. Ortho has a current investigation for increased calibration failures and higher and lower than expected quality control results.

Event description:
A ortho clinical diagnostics (ortho) quality engineer reported increased quality control calibration failure results for vitros anti-hbs (ahbs) reagent lot 8940. Vitros anti-hbs kit lot 8940 was tested and found the reagent lot had generated one false positive anti-hbs result for sample ((B)(6)) considered to be truly anti-hbs negative vitros anti-hbs lot 8940 sample (B)(6) result 13.5 miu/ml (reactive / positive) vs. Expected result of negative. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected positive ahbs result occurred on a known negative panel sample used for internal testing and there is no report of affected patient samples. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) nonconformance number (B)(4) and reportability assessment (B)(4).